Event description:
Cicenia, marianna, et al. (2023). "ICD outcome in pediatric arrhythmogenic cardiomyopathy." International journal of cardiology, https://doi.org/10.1016/j.ijcard.2023.131381. It was reported in the above journal article that in nineteen pediatric patients with arrhythmogenic cardiomyopathy (acm) that underwent implantation of an implantable cardioverter defibrillator (ICD) between january 2011 and december 2022 (15 patients were implanted with a subcutaneous ICD, or s-ICD, and 4 patients were implanted with a transvenous ICD, or tv-ICD), appropriate therapies occurred in a minority of primary prevention patients and frequently in secondary prevention patients. The rate of inappropriate shock therapy and device-related complications were rare and most often wound related. For s-ICD systems specifically: one patient experienced an upper sternum-surgical incision erosion which was successfully treated with wound revision. Sensing defects registered during position changes in one s-ICD patient due to ICD "hypermobility" in the axillary pocket was mentioned, which was resolved with ICD pocket revision. One patient received an inappropriate shock at rest due to t-wave oversensing. In this last case, the sensing vector was changed with no further episodes. Please see the attached article for further details.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
Cicenia, marianna, et al. (2023). "ICD outcome in pediatric arrhythmogenic cardiomyopathy." International journal of cardiology, https://doi.org/10.1016/j.ijcard.2023.131381 it was reported in the above journal article that in nineteen pediatric patients with arrhythmogenic cardiomyopathy (acm) that underwent implantation of an implantable cardioverter defibrillator (ICD) between january 2011 and december 2022 (15 patients were implanted with a subcutaneous ICD, or s-ICD, and 4 patients were implanted with a transvenous ICD, or tv-ICD), appropriate therapies occurred in a minority of primary prevention patients and frequently in secondary prevention patients. The rate of inappropriate shock therapy and device-related complications were rare and most often wound related. For s-ICD systems specifically: one patient experienced an upper sternum-surgical incision erosion which was successfully treated with wound revision. Sensing defects registered during position changes in one s-ICD patient due to ICD "hypermobility" in the axillary pocket was mentioned, which was resolved with ICD pocket revision. One patient received an inappropriate shock at rest due to t-wave oversensing. In this last case, the sensing vector was changed with no further episodes. Please see the attached article for further details.